Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead revision procedure due to unspecified reason. It was observed during that procedure that the ra lead helix would not extend. Further information has been requested but has not been received. No patient consequences and the patient was stable.